Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the patient's infusion set housing and cannula had detached from its adhesive patch and fallen off. Also reported, they had a line blocked alarm. Changed cassette and infusion set and found that the cannula of their infusion set was bent. There was patient involvement. There was no patient injury. The bent cannula with line block alarm would cause blockage in the infusion line during use.